Event description:
It was observed that during the device evaluation, the camera head exhibited noise on the image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of camera connection was chipped was confirmed. Additionally, device evaluation determined that the noise on the image finding was due to a faulty charge coupled device. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿ reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.